Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported they need more refinement to their lower teeth. The tooth in the front and their bite causes difficulty chewing food on the one side. End of treatment not met on #24 and #25. Gathering information. Found posterior open bite is present, advised rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.